Manufacturer narrative:
The device was not available to be returned and the lot number is unknown. No further evaluation or investigation is possible.

Event description:
A nurse called to report a pt contacted her after receiving her first orthovisc injection to the knee. The pt had an injury to her toe in (B)(6) 2013 that required surgery. After the surgery, the toe became infected and was prescribed antibiotics. The infection seemed to clear up. She had her first orthovisc injection on the same side as her injured toe. Within 24 hours, the pt experienced discomfort, redness and swelling on the same toe. The pt returned to the doctor and was again was prescribed antibiotics for the toe. Updated on (B)(6) 2013: the pt reported that she did not continue with the 2nd and 3rd injections. The pt stated that she received 3 series of orthovisc injections over the years with great results and no issues. Her surgeon sent her for a MRI and culture, results were normal. The pt's symptoms have resolved and she is no longer on antibiotics. The pt stated that her surgeon, infectious disease doctor and orthopedic doctor all agree that it was not orthovisc related and the pt agrees.